Manufacturer narrative:
The previous report stated the lot number was unknown. Upon further investigation the lot number has been received (2701) and has been entered into this medwatch report. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated as nov 20, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot/serial number and manufacturing location are unknown. Device manufacture date: the device manufacture date is unavailable. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure it was observed that the battery reciprocator device was not functioning. It was not reported if there was patient involvement. It was reported that there was no delay in the surgical procedure as an unspecified spare device was available for use. There was no patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.